Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 1627487-2017-02888 it was reported that while the patient was in surgery for an inoperable ipg (reference MFR report: 3006705815-2017-00612), their leads tested for high impedances. As a result, the patient's leads were replaced. Effective therapy has resumed post-op,

Event description:
Device 2 of 2.reference MFR report: 1627487-2017-02888.